Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review was conducted. The DHR review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. The customer complaint can not be confirmed. No sample available from the customer to investigate. Root cause unk. Teleflex will continue to monitor feedback from the customers on issues related to incomplete bottle puncture found at inspection on water bottle products.

Event description:
The event is reported as: the customer alleges that the top flow tube on the concha reservoir did not puncture all the way through the reservoir bottle and it appeared that there was no water flowing into the column. No patient injury reported.